Event description:
The following has been reported: nurse reported: ivenix pump events that occurred yesterday, (B)(6). Event: patient's norepinephrine pump got bumped by either a staff's arm or IV tubing and the pump paused itself. Patient's blood pressure dropped resulting in requiring intervention. A preliminary review identified the following issue: infusion stopped unconfirmed if an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No serial number or logs were provided for evaluation. The pump was not returned to fresenius kabi for evaluation. Therefore, the reported issue could not be confirmed or refuted. As no serial number was provided, no service history review or device history review was able to be performed. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.